Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a map shift with no error message, no patient movement nor no cardioversion prior to the map shift issue occurred. Initially, it was reported that the map on the carto 3 system shifted when they put up the farapulse catheter. The carto 3 system did not display errors or error messages. The octaray catheter was placed back in the left atrium and the map also appeared shifted when the octaray catheter was in the body. A new map was created and the case continued. No patient consequence was reported. Additional information was received on 08-may-2026. No error on the system. It was discovered when the farawave was advanced in the left inferior pulmonary vein and was showing up far away from the map. The approximate difference in map location before and after map shift was greater than 2cm in right veins. The physician did not perform cardioversion prior to the map shift. The patient did not move nor cough before detecting the shift. The patient¿s head was not raised or repositioned on the pillow. The patient¿s arm was not moved without changing the patient¿s position on the mattress. Only farapulse and wire were connected at the time of the occurrence. The map shift issue was originally considered non-reportable, however, bwi became aware on 08-may-2026 that it was a map shift with no error message, no patient movement nor no cardioversion prior to the map shift and have reassessed the event as reportable. The awareness date for this record is 08-may-2026.

Manufacturer narrative:
The system investigation was completed on 24-may-2026. It was confirmed that the issue was not duplicated in next cases. In addition, the carto 3 manufacturer investigated the issue based on the study digital data. It was found that the issue is related to user error. The user worked in a high metal environment that caused the map to shift. The history of customer complaints reported during the last year and associated with carto system#: 20035 was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 #20035, and no internal actions related to the reported complaint condition were identified. H6. Component code of ¿appropriate component term/code not available (g07002)¿ represents user error/hardware set up. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).